Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device investigation summary: during the evaluation of the sample, a single crease which ran from the anterior aspect to the posterior was observed. This finding suggests in-vivo folding or creasing of the device. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. According to the information provided, and since the device has not been returned for analysis, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Reason for device explant and/or reoperation: capsular contracture. Manufacturer report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture, baker grade iii on the left side and baker grade IV on the right side. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.